Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had a black spot on the cap.